Event description:
It was reported that the patient came to the emergency department after having received a shock. A remote monitoring transmission indicated that the device classified the possible sinus tachycardia as ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.